Event description:
A report was received that during the patient's implant procedure, one contact was out of the lead. The physician suspected device malfunction but finished the procedure without changing the lead. The patient had no complications due to the issue and was doing well post-operatively. No further information will be provided to bsn.